Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the complaint was based on an article review and no lot information was provided. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on available information, a definitive cause for the reported patient effect of death could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The clip remains in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: ¿temporal trends and outcomes following urgent/emergent transcatheter mitral valve repair in the united states.¿ the other patient effects referenced in the article are filed under a separate medwatch report number. [(B)(4)].

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, stroke, acute kidney injury, hemodialysis, bleeding, blood transfusion, infective endocarditis, cardiac tamponade, cardiac arrest, cardiogenic shock, heart failure, mitral valve surgery, medication, medical intervention, and hospitalization. Details are listed in the article, titled ¿temporal trends and outcomes following urgent/emergent transcatheter mitral valve repair in the united states.¿